Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 99% stenosis and was 27 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 16 mm and 2.75 mm x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. The second target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 95% stenosis and was 47 mm long, with a reference vessel diameter of 2.75 mm. The second target lesion was treated with pre-dilatation and placement of 3.00 mm x 16 mm and 2.75 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. A coronary angiography was performed, and medication was given to treat the event. There was no revascularization performed. Four days later, the event was considered to be recovered/resolved and the subject was discharged.

Manufacturer narrative:
Correction: h6: impact codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device. Although per the complaint information the relationship to study procedure, as per investigator, was recorded as not related it is noted that the event of angina is a known adverse event associated with device use. The product record review confirmed that this is not a new failure type, and the risk is anticipated.

Event description:
It was reported that unstable angina pectoris occurred. On (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 99% stenosis and was 27 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 16 mm and 2.75 mm x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. The second target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 95% stenosis and was 47 mm long, with a reference vessel diameter of 2.75 mm. The second target lesion was treated with pre-dilatation and placement of 3.00 mm x 16 mm and 2.75 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. A coronary angiography was performed, and medication was given to treat the event. There was no revascularization performed. Four days later, the event was considered to be recovered/resolved and the subject was discharged.